Manufacturer narrative:
Concomitant: 694565 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was potential oversensing observed on storged atrial electrograms. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.